Event description:
A report was received from the USA with information that an 840 ventilator graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) had lost communication with the breath delivery (bd) cpu pcb. The device was not being used on patient when event occurred. The date of the event was not provided.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The tse suggested replacing the gui cpu pcb. (B)(4).